Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed.

Event description:
It was reported that during an open total gastrectomy, the device could not be fired at the 1st firing. Some of the deployed staples were unformed. After the device was removed from the operative field and another cartridge was loaded into the jaw, the device could be fired without problems. Reinforcement material was not used. There were no adverse consequences for the patient. The doctor commented as follows: there was a possibility that the firing knob moved before the anvil half was combined with the cartridge half.

Manufacturer narrative:
(B)(4). The analysis results found that the reload was received in good visual condition and fully fired. No functional test was performed due to the condition of the reload. A batch record review was performed and no anomalies were found during the manufacturing process.